Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed on the sfa. When the physician went to deploy the protege everflex stent, the sheath pulled back, and the stent was deployed in the pt but not in the desired location due to difficulty of deployment.